Event description:
(B)(4) received info that this right atrial lead exhibited noise and oversensing. The pt was asymptomatic. (B)(4) technical services stated that the signal was visible on both channels and some of the real p-waves were under-sensed. Ts further discussed the possible causes and suggested programming the atrial sensitivity. Additional info was received indicating that the source of over-sensed noise was not conclusively determined and the pt will be monitored through the routine follow-up. This lead remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.